Event description:
It was reported that during a lap chole procedure, the shaft of the trocar bent at a 90 degree angle and then broke in half. No pieces fell into the pt. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. Serial number = na.